Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that on 17oct2018, a 00mlx 300w xenon lightsource did not turn on. When the service engineer turned the unit on, he found that there was an electrical leakage. He opened the unit and found there was a burned spot on the power supply board. Since the unit cannot be turned on, the operation hours/lamp hours was not verifiable. There was no patient contact, injury, or surgical delay reported. Additional information received on 24dec2018 reported that when the burnt spot was witnessed to the power supply board, there was no fire or smoke observed.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A photo of the burnt component on the power supply board was provided. The reported complaint was confirmed. The device was not powering up. Left side panel is cracked. The power supply unit (psu) is faulty. No manufacturing, workmanship, or material deficiency has been identified. The underlying root cause for the reported event is undetermined. Device identifier: (B)(4).